Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient was diagnosed with peritonitis while hospitalized for an unrelated indication. The cause was not reported. It was reported that the patient was admitted to the intensive care unit due to the event. At the time of this report, patient outcome was not reported. It was reported that the patient's catheter was removed and peritoneum was washed out. Action taken with pd therapy was not reported. No additional information is available.